Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure the stent was unable to cross the lesion. The 90% stenotic lesion was located in the calcified and moderately tortuous right coronary artery. The physician predilated the lesion with an unspecified device and then advanced the 4.0x32mm promus element stent to the lesion, but was unable to cross. The procedure was completed with another 4.0x32mm promus element stent. No patient complications were reported and the patient's status is stable. However, the analysis on the returned device revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. Device evaluation: a visual and microscopic examination identified that the struts on several rows throughout the length of the stent were misaligned. No issues were noted with the profiles of the balloon and tip sections that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).